Event description:
New information was received that the patient was placed on comfort cares and is not doing well post procedure. Per the physician the patient was not doing well prior to the procedure as well.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding an apollo catheter tip non detachment, catheter entrapment, and difficult removal. The apollo catheter remains in the patient. The patient was undergoing fistula embolization. The accessed vessel was the ophthalmic artery with a diameter of less than 3 mm. It was noted the patient's vessel tortuosity was moderate. The patient's medical history included an arteriovenous fistula. It was reported that the physician advanced the apollo 1.5 cm to the ophthalmic artery and completed successful embolization of the fistula using onyx 18. When removing the apollo catheter the artery moved significantly. The detachable tip did not detach. The physician indicated that there is no support structure in that part of the anatomy to hold the vessel in place as he removed the catheter. He was concerned about possible tearing of the artery if he used too much force so he decided to leave the catheter in place. He trimmed the hub off the apollo and removed the rist catheter and sheath and cut the apollo catheter at wrist. Then put the patient on aspirin. It was reported there was catheter entrapment/difficult removal during onyx injection.  The injection rate of onyx was per the instructions for use (IFU). The physician paused during the injection for a variable amount of time. The injection waiting time was variable. There was less than 1.5 cm of onyx reflux. There was force applied during removal. The distal tip of the catheter was entrapped/stuck.  There was no vasospasm that occurred. There was medicinal intervention required including aspirin initiation. It was reported the catheter tip had non-detachment occur. There was no friction or difficulty during injection. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. It is unknown if there were any patient symptoms or complications associated with this event. The patient was bleeding from the fistula prior to the procedure and not doing well. The patient remained in poor condition following the procedure. Ancillary devices include a terumo slender 6f 23cm sheath, rist 6f guide catheter, mirage and synchro 10 guidewire.